Event description:
Additional information received that patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy restored post -operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg had an increased recharge burden and in turn ipg became inoperable. As a result, surgical intervention may be undertaken to address the issue.